Manufacturer narrative:
The suspect device was evaluated onsite at the user facility by an olympus field service engineer (fse). The fse confirmed the reported problem and assigned the cause to water invasion of the scope due to incorrect reprocessing of the scope. To resolve the problem, the fse opened the scope to dry. Upon completion of the drying period, the scopes were tested and verified to produce an image with no errors noted. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
A user facility reported to olympus that the connection with the endoscope failed. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus. Upon inspection and testing of the scope onsite at the user facility, performed by an olympus field service engineer, an error "e315" occurred and no image was present. This report is submitted due to the e315 error. This is report 7 of 8 due to multiple devices reported.

Manufacturer narrative:
Corrected fields. This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: the connection between the device and the preprocessor became improper due to breakage of etd double (preprocessor). Then, abnormality occurred in electrical parts by water invasion of the device. A definitive root cause cannot be identified. This issue is covered in the instructions for use: inspection of the endoscopic image. Olympus will continue to monitor the field performance of this device.